Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had a pilot balloon issue, it had more resistance than usual while pushing air through the pilot balloon to fill the cuff. Also it also had more resistance upon removing the air once it was in. There was no patient involvement.